Event description:
A customer site in the united states reported that they observed discrepant results between the cobas ampliprep / cobas taqman hiv-1 test, us-ivd and (B)(4). The customer specified that a total of three draws were obtained from one patient and tested within the cobas ampliprep / cobas taqman hiv-1 test, us-ivd (two draws) and (B)(4) (one draw). Additionally, the customer indicated that the sample was sent for subtyping using (B)(4). The customer indicated that although the test results were reported, patient treatment was not impacted.

Manufacturer narrative:
Method: review of customer data and quality control release testing. Although the patient sample was not returned for evaluation, it was determined that a sequence mismatch(es) to the test's primers and/or probe was the likely cause of the "target not detected" results observed with the cobas ampliprep / cobas taqman hiv-1 test. This conclusion was drawn based on the following: patient specimen under-quantitation due to sequence mismatches with the cobas ampliprep / cobas taqman hiv-1 test is a known issue that is captured within the product labeling. Specifically, the product labeling indicates, within the procedural limitations, "though rare, mutations within the highly conserved region of the viral genome covered by the cobas ampliprep / cobas taqman hiv-1 primers and/or probes may result in the under-quantitation of or failure to detect the virus." Qc kit release testing, which contains external run controls that are used to mimic patient samples, showed that results met specifications and were valid upon final release. Release testing of components, packaged within the complaint kit batch, met all specifications upon release. The customer indicated that the test run was valid and that no other issues were observed, which indicates that the reagents, packaged within the complaint kit lot, are functioning within specifications. Based on the available information, no product malfunction was identified and there was no report of serious injury or death. (B)(4).